Event description:
The device was used during a low anterior resection procedure. Reportedly, the instrument was difficult to open and the anvil did not tilt. The surgeon was able to remove the device without any patient injury.